Event description:
Doctor did modeling procedure and device wouldn't deflate, removed pump and still wouldn't deflate. Doctor felt he had overinflated the cylinder and tubing was "cut off" so it wouldn't inflate cylinder.